Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. The patient was scheduled for extraction. There were no additional adverse patient effects reported. As of this time, all available information indicates that the rv lead was still in service.